Event description:
It was reported that the patient presented in-clinic for a check. Upon review, the right ventricle lead exhibited high capture thresholds. X-ray confirmed lead dislodgement. The right ventricle lead was planned for a repositioning surgery. During the repositioning surgery on (B)(6) 2023, the right ventricle lead exhibited failure to extend helix. The right ventricle lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Correction: b1, b2.